Event description:
It was reported that pump screen was dark and would not turn on, and pump showed a red light and repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to try multiple button presses with and without pump case and to connect pump to a working power source, but pump display still did not turn on, and customer planned to use short-acting insulin injections as backup therapy.